Manufacturer narrative:
The customer ordered a backup battery. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
The customer reported a delay in the unit powering up. An error code indicating the backup battery was not connected was displayed. Reportedly, when the power switch was turned on the unit did not start until ten minutes had elapsed. There was no patient or user harm reported. The event date was no specified, estimate used.